Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2014 with the following findings: on examination, the battery compartment was found to be cracked from the finger pad to the case seal. A leak test was performed resulting in moisture ingress at the battery compartment crack. The pump was opened for investigation and revealed moisture corrosion inside the pump affecting the display screen, the continuous glucose monitoring module and the force sensor unit. Unrelated to the original complaint, the display screen was noted to be dim, faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.